Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing was not able to reproduce the reported device issue. The evaluation of the device logs determined that the device failure to complete its internal self-test was due to the non-return valve (nrv) failure in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.